Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a lead revision procedure. The right ventricular lead exhibited high capture thresholds. The lead was capped and replaced on (B)(6) 2021. The patient was stable.